Event description:
During the surgical procedure, the trephine broken screw instrument broke when trying to take out a k-wire. Surgeon aware, fluoroscopy used throughout case to ensure no broken pieces left in patient.